Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize that the door was closed. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification link screw. The link requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize that the door was closed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.